Manufacturer narrative:
Date of event: exact date unknown/not provided. Best estimate date is between (B)(6) 2019. The intraocular lens (iol) is not returning for evaluation as it is discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was explanted from the patient's right eye as the patient was very unhappy with the visual experience. Further information was provided and it was learned that the patient was not happy with the vision outcome or her extended range vision. Patient complained of vision not being sharp, vision was fuzzy, patient saw starbursts and ghosting images, and did not like to drive at night. There was no vitrectomy or sutures required when removing the lens. Another johnson & johnson lens (same model and lower diopter) was implanted as a replacement. The patient was fine post-operatively with no complications. No additional information was provided. Patient had the original lens and replacement lens explanted. This report captures the original lens. A separate report is being submitted for the replacement lens.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.